Event description:
This report is based on information provided by philips bench repair personnel and has been investigated by the philips complaint handling team. Philips received a complaint about the heartstart xl indicating that it does not display. The device was not in clinical use at the time the issue was discovered. The complaint investigation revealed that the equipment does not display anything, and subsequent diagnostic tests determined that the display is defective, with no available replacement parts, necessitating the replacement of the equipment with a new model. Based on the available information and testing conducted, the reported problem was confirmed to be a defective display in the equipment, with no available replacement parts due to it being an end-of-service (eos) model. Based on the information available and results of additional analysis, no further action is necessary at this time. To resolve the issue, the defective defibrillator equipment was deemed unrepairable, and the recommended solution was to replace it with a new model. The investigation concludes that no further action is required at this time, but if additional information is received, the complaint file will be reopened.